Event description:
It was reported that following a new implant, noise oversensing was observed, on the pacemaker. The patient did not have any symptoms or any pauses greater than 2 seconds. Technical services discussed that air bubbles in the header usually resolve within 24 hours. The sensitivity was adjusted to mitigate the oversensing, as the patient is dependent on the pacemaker. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.